Manufacturer narrative:
Exemption number e2015058. The technical log showed the device records a manual power up on the 6th june 2010 and performed to specification up to the (B)(6) 2016. An increase in voltage may suggest a further pad-pak was installed. The device records a power up in which an in-range patient impedance was detected. No shock was advised. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2016 and continue up to the last log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.